Event description:
Customer reportedly performed 3 comparisons within 10 minutes on the compact plus system: pt 1: 267 mg/dl and 88mg/dl. Pt 2: 276mg/dl and 102mg/dl. Pt 3: 240mg/dl and 93mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.